Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. The patients device was reprogrammed, however, the reported event did not resolve. The patient underwent a procedure where the implantable pulse generator (ipg) was replaced. Post operatively, the patient was doing well. The explanted ipg was disposed of by the hospital.